Event description:
Spontaneous communication. Per patient she made a new cassette [lot 4329619, expiration date unknown] and it gave the high pressure alarm on both pumps. She now feels the earlier issue [reported (B)(6) 2022 for pump] was due to the cassette and not the pump. Patient had mixed a new cassette, also from lot 4329619, and was successfully infusing from it before she called. No other information provided. The reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. The cassette is available to be returned for investigation. The event is resolved. Describe in detail any, and all damage to the cassette: no damage reported. This incident has happened within the past 6 months. This patient has reported a pump malfunction within the past 6 months. Pump return tracking info is not applicable. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unk. Position of pump when alarm occurred is unk. No add'l info is available at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Not yet; did the pt have add'l cassettes they were able to switch to? Yes. If yes, was the pt able to successfully continue their therapy? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.